Event description:
Dexcom g6 sensor inaccuracy: at 7:16am, g6 reading 172; finger stick reading is 133. That is a mard (mean absolute relative difference) of 29.3%. G6 activated on (B)(6) 2024, inserted on (B)(6) 2024.

Event description:
Additional information received from reporter on 28-feb-2024, for mw5152175. Dexcom g6 sensor inaccuracy: at 9:31am, g6 reading 90; finger stick reading is 126. That is a mard of 28.6%. Dexcom g6 sensor inaccuracy: at 9:58am, g6 reading 84; finger stick reading is 146. That is a mard of 42.5%. Dexcom g6 sensor inaccuracy: at 11:08am, g6 reading156; finger stick reading is 129. That is a mard of 20.9%. Dexcom g6 sensor inaccuracy: at 2:15pm, g6 reading 88; finger stick reading is 135. That is a mard of 34.8%. Replacing this sensor. New sensor lot #: 7297458. Reference data trail.